Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 53908380 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # 1640100123) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record #(B)(4).

Event description:
On (B)(6) 2022, genmark was advised of two unexpected negative results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022 and (B)(6) 2022. The unexpected negative results were generated during the customer's validation testing of the eplex rp2 panel. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for both rp2 assays suggesting the consumables performed as expected and there were no signals for sars-cov-2. The same sample was also tested on a comparator method, cdc influenza sars-cov-2 multiplex assay which resulted in the detection of sars-cov-2. Genmark was advised that the eplex rp2 results were not communicated to the physician.